Event description:
It was reported that the patient presented to the hospital for a routine follow-up on 23 jun 2022. Upon examination of the lead, it was noted that the right ventricular (rv) lead had elevated capture threshold. The physician explanted and replaced the rv lead on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, only the distal portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x ray examination did not find any anomalies with the exception of procedural damage.